Event description:
The customer reported when the hospital had a power outage during a generator test, the ventilator alarmed and shut down and did not switch over to the backup battery. The customer reported the ventilator was in use on a patient and there was no patient harm. Upon evaluation, the manufacturer's service technician reported the backup battery would not charge and was not functioning. Review of the device diagnostic log noted a +24/+-12v/power fail occurrence. The service technician replaced the backup battery to address the findings. Applicable final testing was completed and tests passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources. When a battery is in use the ventilator alarms, indicating the battery is the power source for ventilator operation. The user should immediately connect to operational ac power or provide an alternate means of ventilation.